Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the 3cg stylet was fractured was confirmed. Two photographs were provided for investigation. One photo showed a portion of a torn unit label with part number (B)(4) and lot number recr1787. No other similar complaints were reported from the affected lot. The other photo showed what appeared to be the distal end of a 3cg stylet. The polyimide tubing appeared misshapen, curved, kinked, and broken. It appeared that the polyimide tubing was completely fractured. The core wire appeared to be exposed between adjacent segments of polyimide tubing. The sample exhibited evidence of use. The physical sample was subsequently returned. The returned sample resembled the stylet in the provided photos. The polyimide tubing was received in three segments. The proximal segment was attached to the stainless steel wire and was 2.1cm in length. One loose segment of polyimide tubing was 1.9cm in length. Another loose segment of polyimide tubing was 2.3cm in length. The polyimide segments were curved. A microscopic examination of the polyimide tubing revealed granular and uneven ends where the tubing fractured. Kinking of the polyimide tubing was observed between each magnet. The wall thickness of the polyimide tubing was within specification. The epoxy tip was not observed on the returned segments of polyimide tubing. It was reported that the user couldn¿t get the stylet to work. After removing the stylet, it was reported that the stylet was damaged. Kinking of the polyimide tubing may have been a potential contributing factor; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of recr1787 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "while inserting a tl power PICC user couldn¿t get the yellow ECG to work. She removed the stylet to troubleshoot and it fell apart in her hands. Unsure if all the wire is there. User said she didn¿t have to manipulate anything with too much issue."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the 3cg stylet was fractured was confirmed. Two photographs were provided for investigation. One photo showed a portion of a torn unit label with part number 22375208q and lot number recr1787. No other similar complaints were reported from the affected lot. The other photo showed what appeared to be the distal end of a 3cg stylet. The polyimide tubing appeared misshapen, curved, kinked, and broken. It appeared that the polyimide tubing was completely fractured. The core wire appeared to be exposed between adjacent segments of polyimide tubing. The sample exhibited evidence of use. It was reported that the user couldn¿t get the stylet to work. After removing the stylet, it was reported that the stylet was damaged with manipulation. Kinking of the polyimide tubing may have been a potential contributing factor; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Event description:
It was reported that "while inserting a tl power PICC user couldn't get the yellow ECG to work. She removed the stylet to troubleshoot and it fell apart in her hands. Unsure if all the wire is there. User said she didn't have to manipulate anything with too much issue."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recr1787 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "while inserting a tl power PICC user couldn¿t get the yellow ECG to work. She removed the stylet to troubleshoot and it fell apart in her hands. Unsure if all the wire is there. User said she didn¿t have to manipulate anything with too much issue."